Manufacturer narrative:
Citation: gullatt t., et al. Can quality precede quantity: a look at a new tavr center. Jacc, 2021 may; 11(18):1158. Earliest date of publish used for event date. [Medtronic products referenced: evolutpro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#.] No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes at a low-volume center performing transcatheter aortic valve replacement (tavr). All data were collected from a single center over approximately one year. The study population included 57 patients (mean age 78 years), one of whom was implanted with a medtronic evolutpro bioprosthetic valve (no serial number provided). Among all patients, 30-day all-cause mortality was 0.01%, however no further information was provided. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: need for pacemaker implantation, strokes and major vascular complications and bleeding. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.